Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One abutment gold friction-fit (hla4g), with its screw and crown were returned for investigation. A second screw was returned as well. Visual evaluation of the as returned products identified that the crown and abutment were still engaged with no apparent malfunction; one screw came separated with no apparent malfunction (this screw was returned in error and confirmed by the customer with no allegation against it) and a fractured head of abutment screw. Per complaint description, the abutment hex had bent and abutment had loosened. Therefore, this investigation addresses only the reported abutment and associated events. Functional testing and dimensional analysis could not be performed since the product was still engaged to a crown. No pre-existing conditions were reported on the per. The reported device had been placed on tooth # 30 (unknown notation system) for approximately 1 year. X-ray or picture images were not provided. DHR review for the lot (63632455) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63632455) and no similar event or complaint was found. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, abutment malfunction did not occur; the reported event (bent hex) was unconfirmed and the event (loosening) could not be verified as the exact details of event were nonverifiable. Additionally, an unreported malfunction (fracture) was identified with one of the returned abutment screws. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
This report has been relayed to submit the manufacturing date missing from the previous submission. MFR number 0002023141 - 2020 - 01998 - 1

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that abutment/ crown was loose, doctor removed the crown and noticed the abutment hex was bent. No damage to the implant was reported. Tooth location 30.